Event description:
It was reported that no specific event. Patient had painful hip after being revised without pain for ten years. After complaining of pain there was cup loosening found with broken acetabular screws as well, resulting in revision on (B)(6) 2013.

Manufacturer narrative:
An event regarding implant fracture involving a cancellous bone screw was reported. The event was not confirmed. Device history review: the reported device was manufactured and accepted into final stock with no discrepancies. Complaint history review: there have been no other events for the reported lot ID. Conclusions: the exact cause of the event could not be determined as further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Event description:
It was reported that no specific event. Patient had painful hip after being revised without pain for ten years. After complaining of pain there was cup loosening found with broken acetabular screws as well, resulting in revision on (B)(6) 2013.